Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.1 was not closing properly. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by bad rails. A field service engineer replaced entire drawer to resolve the issue. E.1. Initial reporter facility: (B)(6). The system functioned as intended after the field service engineer troubleshot the device.